Manufacturer narrative:
Journal article title: endovascular outcomes in aortic arch repair with double and triple parallel stent grafts https://doi.org/10.1016/j.jvir.2020.06.026. Age: average age. Sex: majority gender. Event date: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted reporting early and midterm outcomes of treating thoracic aortic aneurysm (taa) and aortic dissection (ad) involving zone 1 and zone 0 with multiple parallel stent grafts (psgs). 1806 patients were included in the study. 3 patient¿s within this study who underwent double psgs (dpsg) procedures received bare stents in the branches received bare-metal stents. Medtronic¿s scuba stent system was used. Clinical events type ia endoleak during the completion angiogram, and minor stroke are reported within the 30-day follow-up period. One intraoperative death occurred in a patient who underwent tevar with dpsgs for a non-a, non-b ad complicated by full true lumen collapse and progressive renal artery malperfusion. This patient, who also had an isolated ascending aortic aneurysm, died of aortic sinus rupture when the endograft systems coupled with stiff wires were being delivered to the ascending aorta. No other deaths occurred in the cohort¿s peri-operatively (30-day follow-up). Mean follow-up duration was 28.9 months. Overall mortality during follow-up was 12.9% (4/31), and aortic-related mortality was 6.5% (2/31). One death in the dpsg cohort occurred as a result of myocardial infarction at 15 months of follow-up. Clinical events during the follow-up period include endoleaks, psg stenosis or occlusion, retrograde dissection, and stroke (3.2%). The late patency of psgs was 97.3% (71/73). In the dpsg cohort, 1 patient with retrograde dissection underwent open surgery repair. Hybrid debranching repair was performed in 2 patients who had type ia endoleak and a psg severe stenosis, respectively. One patient who still had type ia endoleak was kept under surveillance. There is no established or suspected causal relationship between the device(s) and the death events.